Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was sometimes unresponsive and registered false clicks. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, customer reverted to an old pump for insulin therapy.